Event description:
Report of replacement of a "displaced catheter" received via a device registration form. Follow-up with hcp revealed pt had a revision in 2002 and this new catheter had slipped out above the anchor and was leaking. Pt symptoms included severe pain in the back, tremor, chills and metallic taste as well as headache and nausea. Pt received minimal dose of 22 mcg of baclofen per day. Nurse felt symptoms were due to narcotic withdrawal. Pt is doing well since revision of catheter.